Manufacturer narrative:
Manufacturing review: in reviewing the manufacturing and quality records, it was found that no relevant manufacturing process changes were implemented that could have led to the reported event. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the sample condition the reported failure to deploy with the trigger method could be confirmed. The stent was found partially released using the trigger method, and the luer lock was found detached from the grip so that the stent could only be partially released. It was concluded that increased friction occurred during deployment which led to increased release force und subsequent luer detachment. However, during evaluation, the stent could be completely deployed using the conventional method. No indication was found for manufacturing related issue. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation of the device the IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Conclusion: as a result of the investigation performed the complaint is confirmed. A definitive root cause for the reported event could not be determined.

Event description:
It was reported that during a stent deployment procedure in the external iliac, the vascular stent failed to deploy from the vascular stent delivery system via the left groin retrograde approach. Another product was used to complete the procedure. There was no reported patient injury. During evaluation the stent was found partially released.

Manufacturer narrative:
Manufacturing review: in reviewing the manufacturing and quality records, it was found that no relevant manufacturing process changes were implemented that could have led to the reported event. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the sample condition the reported failure to deploy with the trigger method could be confirmed. The stent was found partially released using the trigger method, and the luer lock was found detached from the grip so that the stent could only be partially released. It was concluded that increased friction occurred during deployment which led to increased release force und subsequent luer detachment. However, during evaluation, the stent could be completely deployed using the conventional method. No indication was found for manufacturing related issue. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation of the device the IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Conclusion: as a result of the investigation performed the complaint is confirmed. A definitive root cause for the reported event could not be determined.

Event description:
It was reported that during a stent deployment procedure in the external iliac, the vascular stent failed to deploy from the vascular stent delivery system via the left groin retrograde approach. Another product was used to complete the procedure. There was no reported patient injury. During evaluation the stent was found partially released.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure in the external iliac, the vascular stent allegedly failed to deploy from the vascular stent delivery system during dissection after pta via the left groin retrograde approach. Reportedly, another vascular stent delivery system was used to complete the procedure. There was no reported patient injury.